Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: pump was returned with the battery compartment cracked starting at threads to the left side of grip pad, starting at the threads traveling to grip pad and from case seal traveling to grip pad. Battery cap threads are stripped and cap is unable to secure to returned pump or a test pump. Test cap was able to secure for testing.